Event description:
The manufacturer received information alleging an issue with a ventilator's audible alarm. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a ventilator allegedly had an audible alarm issue. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.